Manufacturer narrative:
The device was not returned to the complaint investigation site for analysis. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Restenosis is a patient condition. The agent balloon catheter is designed to inhibit restenosis by delivering drug to diseased arterial tissue.

Event description:
It was reported that restenosis occurred. An agent dcb mr 2.50 x 30mm was selected for treatment of the target lesion which was located in the left circumflex artery (lcx). During a follow-up appointment it was noted that severe restenosis was present at the target lesion. The patient underwent treatment using another drug coated balloon at a later date.